Event description:
A power source alert was reported by the caller. There was no adverse impact to the customer's blood glucose level. The issue was resolved by plugging the charging cable into a wall adapter, and the pump began charging without requiring further assistance.